Manufacturer narrative:
Patient code 1932 was erroneously omitted in initial report submitted on 10/1/2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: symptomatic rupture and pain. Concomitant medical products: 375cc smooth round high profile memorygel breast implant catalog: 3503754b lot:5790151 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that (B)(6) caucasian female patient who underwent primary breast augmentation surgery with a 375cc smooth round high profile memorygel breast implant experienced right sided symptomatic rupture and pain post procedure. A magnetic resonance imagery was performed on (B)(6) 2019 and a CT scan on (B)(6) 2019 which confirmed right sided rupture. Patient also mentioned that she was sitting upside watching tv and she felt heat in her right breast. Moreover, the right sided symptomatic rupture was also confirmed by a physician. As a result, patient had an explantation on (B)(6) 2019.

Manufacturer narrative:
The investigation of the picture provided by patient was completed by the failure analysis lab on (B)(6) 2019. Device evaluation summary: according with the information reported she was sitting upside watching tv and she felt heat in her right breast, she experienced breast pain, paraesthesia and a rupture in the breast implant. Upon visual inspection of the picture, it was observed that the implant was rupture. No other anomalies were observed. The photo does not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).